Manufacturer narrative:
Investigation: samples received: (B)(4) open pouches, unopened ampoules. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical warehouse. We have received two open pouches (closed ampoules) showing ampoule leakage. The ampoules received have been optically evaluated and a defect in the sealing bar of the ampoules was found. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, and that there are several previous complaints for the same defect, we conclude that the complaint is confirmed by evidence of failure in the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. A corrective/preventive action has been initiated.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was ampoule leakage. The reporter indicated that the head nurse of the operating room of the hospital stated that a large amount of glue leakage had been found during the operation recently. The event occurred prior to use.